Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown stem, unknown, unknown, unknown cup, unknown, unknown, unknown head, unknown. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02930, 0001822565 - 2018 - 02931, 0001822565 - 2018 - 02929. Remains implanted.

Event description:
It was reported that the patient has been experiencing left hip pain since implantation sixteen years ago. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.